Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00194. On (B)(6) 2011, a non-ams device was removed and a perigee device was implanted to treat symptoms of dyspareunia, pelvic pain, vaginal bleeding with intercourse, urinary frequency and urgency. Since this and other surgeries, the patient reportedly suffers from intense pain, dyspareunia and vaginal bleeding.